Manufacturer narrative:
It was stated that the customer wasn't sure whether or not the lens caused the capsule tear but it was indicated that there was vitreous loss. Patient was doing well. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection with the unaided eye shows the returned lens is damaged, most probably to make the lens removal and replacement possible. Considering the condition of the returned lens, additional analysis was not possible. The customer's reported complaint could not be confirmed. Manufacturing record review: a review of the manufacturing records was performed. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. The product was manufactured according to specification. The complaint related test is the dimensional inspection performed at lens generation. The results showed all dimensions were within specification. A search on complaints revealed that no other complaints for this order number were received to date. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. Labeling review: the directions for use (dfu), was reviewed. The dfu adequately provides instructions, precautions, and warning for the proper use and handling of the lenses. The information, although limited, does not indicate any relationship of the complaint with product design or manufacturing of the lenses. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
UDI #: (B)(4). Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient had a capsular tear when a surgeon was implanting an intraocular lens, model zlb00. A vitrectomy had to be performed. The surgeon had to use a different lens (no info). No further information was provided.